Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: the client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the patient underwent a left hip procedure on (B)(6) 2016. Subsequently, the patient suffered from a small fracture of the greater trochanter: the event was probably related to the procedure. The fragment is so small that surgeons judged it didn¿t require specific treatment. The patient was ambulatory 72 hours after surgery. The fracture was fully resolved 3 months after. Severity was estimated as mild. Relation to device: not related. Relation to instrument: not related. Relation to procedure: probably. Left hip.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. As the product has not been received or the lot number provided, the investigation was limited to the information provided; a review of x-rays and complaint history. A DHR review could not be conducted as the lot number was not provided the device is used for treatment. The reported product was reviewed for compatibility with no issues noted. Complaint history review for (B)(4) did not identify any previous complaints with a similar complaint category (patient bone fractured). Medical records/radiographs did not clearly identify any product non-conformance. The report from mmi confirmed that overall implant fit and alignment appear normal. Bone quality also appears normal and the left hip arthroplasty components are anatomically aligned. There is subtle lucency and lateral cortical thickening at the base of the greater trochanter consistent with the reported fracture, which appears healed. There is no displacement, implant loosening, or other abnormality. The likely condition of the device when it left zimmer biomet is conforming to the specification. The definitive root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : requested to return, but not returned.

Event description:
It was reported, that: the patient underwent a left hip procedure on (B)(6) 2016. Subsequently, the patient suffered from a small fracture of the greater trochanter: the event was probably related to the procedure. The fragment is so small that surgeons judged it didn¿t require specific treatment. The patient was ambulatory 72 hours after surgery. The fracture was fully resolved 3 months after.